Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Customer¿s blood glucose (bg) level was displayed as high; cause was due to minimum fill notification. Customer delivered a correction bolus via pump to address bg level. A new cartridge was loaded to resolve the issue.